Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that an electrode had a broken plastic piece that has come away from the metal. Device evaluation performed showed a mechanical defect. The hub became detached from the cable. The adhesive was also defective.